Event description:
Customer reported an antibody (anti-kell) was not detected on galileo using capture-r ready screen 4 (crrs).

Manufacturer narrative:
The returned samples from this patient have been tested on an in-house galileo with returned crrs 4 lot 197. One sample gave positive reactions; the others were ntd. Tube testing with panoscreen iii cell iii lot 42020 and two different ahgs (anti-igg, -c3d and anti-igg), gave positive reactions. The complaint appears to be related to the nature of the sample; the antibody was most likely under the detection limit.